Event description:
It was reported that the battery of this pacemaker was suspected to be depleting, as the estimated remaining longevity decreased more quickly than expected. The patient presented with discomfort and reported feeling unwell, associated with a slow pulse, and underwent programmer interrogation, which revealed that the device had reached end of life (eol) and that the device settings had changed. A request was made to have data from this device analyzed. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this pacemaker was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting, as the estimated remaining longevity decreased more quickly than expected. The patient presented with discomfort and reported feeling unwell, associated with a slow pulse, and underwent programmer interrogation, which revealed that the device had reached end of life (eol) and that the device settings had changed. A request was made to have data from this device analyzed. To date, this device remains in service. No adverse patient effects were reported.